Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00602. Note: this report corresponds with bard's report #(B)(4) for an "unk sofradim".